Manufacturer narrative:
Unit passed displacement test and selftest. Insulin ump error 63 (variable 12) was present in the pump trace download due to moisture damage on electronic board stack. Unit received with pillowing keypad overlay, scratched display window cover and scratched case. Corroded force sensor assembly and moisture damage on motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure pump error alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.